Event description:
It was reported that the patient presented via merlin.net. Transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were discussed. No further information is available.